Manufacturer narrative:
The returned device was evaluated and found a tear in the exposed portion of the soft cannula. The tip of the formed needle was exposed and fluid was not successfully traveling through the fluid path. It could not be determined when the tear occurred or if it contributed to the reported event. The formed needle and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding and nothing was found. The exact cause of the bleeding could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 388 to 328 mg/dl after wearing the pod longer than 48 hours on the abdomen. The patient treated her hyperglycemia with three boluses of 9, 4 and 5 units of insulin. The patient was able to activate a new pod. It was noted that insulin was leaking at the insertion site and that the site was a little bit bloody.